Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted on (B)(6) 2025. Prior to sensor insertion the area was prepped with alcohol. On approximately (B)(6) 2025, the patient developed redness, inflammation, a grape size lump, and an infection at the needle puncture site. On (B)(6) 2025, at 4:00 pm, the patient went to the emergency department, and the physician examined the area and observed symptoms of an allergic skin reaction and infection, and prescribed a topical steroid (hydrocortisone 1.5 percent cream, three times daily), an unspecified antibiotic medication, and over-the-counter tylenol as needed. The patient was discharged home at 7:00 pm with no further medical intervention. At the time of the report, the patient still had a grape size lump at the puncture site. No data or product was provided for investigation, however, a photograph was provided. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional patient or event information is available.